Manufacturer narrative:
H.6. Investigation summary:a device history review was conducted for lot number 8235273. Our records show that this is the third instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, based on the description of the damage and previous investigations our engineers determined the most likely root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. The damage sustained creates a small opening allowing for he development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during the inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the y-joint and indwelling needle junction during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the nurse performed an IV infusion operation on the patient and found a leak at the junction of the y-joint and the indwelling needle catheter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked from the y-joint and indwelling needle junction during the infusion. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse performed an IV infusion operation on the patient and found a leak at the junction of the y-joint and the indwelling needle catheter."